Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt stated that dr. (B)(6) did not place the leads where they were supposed to be. Pt stated that the right side was by the bottomof the earlobe and the left side was by the hairline. Pt stated that after the operation they told the doctor that they were in the wrong location. Pt stated that the doctor said that's where they belong. Pt stated that after 16 years dr. (B)(6) was the first surgeon they had them at the top of their ear so they knew where they belonged to work. Pt stated that the first operation was (B)(6) 2021. Pt stated that the second operation was (B)(6) 2021 to correct the leads. Pt stated that hcp still had them in the wrong location. Pt stated that it was halfway by center of ears. Pt stated that they were suffering from severe headaches from temple to temple and across the forehead. Pt stated that the battery (implant) was not replaced. Pt stated that the answer was not charging for significant amounts of time.   Pt stated that the answer to that was the implant was not replaced. Pt stated that it was the same implanted that was put in on (B)(6). Pss understood that the pt stated that to their standards by having to be charged every four to six days, the first surgery by her on (B)(6) 2021, they were in severe pain they were having. Pt stated that at the second operation on (B)(6) 2021, they were still having severe pain and charging too often. Pt stated that the implanted was not replaced at the second operation. Pt stated that the leads were still in the wrong location. Pt stated that they suffer with severe pain still from temple to temple and across the forehead. Pt stated that their pain level had been 10 since the first operation on (B)(6) and that it was the same with the second. Pt stated 16 months all day every day. Pt stated that if this was an upgraded battery, it was not worth their standards. Pt stated that the battery they had put in by dr. (B)(6) in 2015 was replaced with a battery that worked at the va hospital in (B)(6). Pt stated that battery had to be charged once a month and they were able to go out to visit their wife and daughters and with this they had a social life and could travel hours and go away. Pt stated that on (B)(6) with dr. (B)(6) who operated at (B)(6) medical center in (B)(6). Pt stated with this one they had now, they had no social life. Pt stated that they couldn't take loud music, they couldn't take loud voices and they couldn't go out and enjoy themselves. Pt stated that this battery which they started marking down in (B)(6), was charged on the (B)(6) july. Pt stated that they didn't mark them all down in (B)(6), but the ins was charged (B)(6). Pt stated that this month the ins was charged on the (B)(6), the (B)(6), the (B)(6) and they had to do it again today. Pt stated four, five and six days from one another and they had no social life. Pt stated that this was no way to live with a pain level of 10 for 16 months. Pt stated that they were having another operation again on (B)(6) to try and move the leads up. Pt stated that they also wanted the same battery that dr. (B)(6) put in in 2015 since that one lasted 16 years. Pt stated that since they had the device put in in may and it had to try and be repaired in (B)(6) and they had been suffering for 16 months with a pain level of 10. Pss redirected pt to hcp for further discussion on ins replacement. Pt stated that even though they were saying that the battery wasn't good enough that was in there now that "you people" wouldn't replace this one with one that worked for 16 years. Pss advised the pt that pss did not say that and that ins replacement was not decided by pss; pss redirected pt to hcp again. Pt stated that they talked to a representative and got no answer from them. Pt stated that the letter stated "by FDA regulations" and that if they were not getting any satisfaction they would call those people up.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial#(B)(4) product type lead product ID 977a260 lot# serial# (B)(4) product type lead information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-feb-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 12-feb-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.